Event description:
It was reported that the surgeon reported that the patient was having unexplained hip pain status post direct anterior hip. The surgeon decided to revise hip. During surgery doctor explanted excessive scar tissue and osteophyte formation. The surgeon proceeded to a head exchange only.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.